Event description:
It was reported that after a supply change the user¿s ilet was no longer receiving dexcom g7 glucose readings, consistent with loss of cgm communication to the ilet. Symptoms included no glucose data available on the ilet. Outcomes included user inconvenience and the need for troubleshooting without clinical intervention. Investigation included technical support guidance to toggle the g7/g6 setting and re-pair the sensor. Investigation of this case revealed that reconfiguration and re-pairing restored cgm communication to the ilet. It was concluded that the event was due to a communication pairing issue between the cgm and the ilet, resolved through user education and device re-pairing.